Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited noise and revealed a rise in shock impedance greater than 125 ohms. It was noted, that 16 ventricular fibrillation (vf) detections occurred and on all occasions the device charged and then diverted therapy. An electrogram (egm) was reviewed and revealed noise on the rv channel, the noise was misinterpreted by the device and labeled as ventricular fibrillation (vf) which in turn inhibited inappropriate therapy to the patient. The noise was able to be reproduced with isometric testing. The device was reprogrammed and the ventricular fibrillation (vf) rate increased and the duration time lengthened to 10 seconds. Subsequently the patient was hospitalized and scheduled for an immediate lead revision. Rv insulation damage was suspected. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this product was thoroughly inspected and analyzed. Visual inspection found the lead had been severed approximately 50 centimeters (cm) from the distal tip and the distal segment only was returned. An extracting stylet remained within the segment of lead. Trilumen insulation damage was confirmed, approximately 33-34 cm from the distal tip of the lead (image 1). Electrical testing and x-ray examination verified the segment of lead was electrically continuous. Close inspection of the insulation damage revealed the rs- coil was exposed. The appearance of the damage is consistent with localized compression stress. Due to the location and appearance of the insulation damage, along with the reported clinical observations, the root cause of the damage is most likely clavicular/first rib entrapment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and amended report submitted should further information be provided.

Manufacturer narrative:
--